Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the electrical circuit board which controlled the front panel due to the aging deterioration of the component on the electrical circuit board by long-term repeatedly use, because over seven years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the front panel of the subject device was flickering. There was no report of patient injury associated with the event.